Event description:
A home patient contacted baxter technical services and reported that she had primed and connected to the homechoice system before the patient line was fully primed. The technical services representative told the caller to recycle the power, discard the supplies and start over with new ones as the patient line will not prime without a vented cap. There was no patient injury or medical intervention reported at the time of the incident.